Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a suspected inappropriate shock for an episode of atrial fibrillation (af) with rapid ventricular response that was detected by the device as ventricular fibrillation (vf). In addition, high atrial threshold was observed on the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) and ra lead remain in use. No further patient complications have been reported as a result of this event.